Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 around 01:30 am, the patient experienced nausea, stomach pain and vomiting. Initially the patient it was food poisoning. When the symptoms still persisted in the morning, the patient went to the hospital around 07:00 am. When a fingerstick was taken at the hospital, the cgm reading was 170 mg/dl, and the blood glucose reading was 240 mg/dl, and the cgm reading was 200 mg/dl, and the blood glucose reading was 276 mg/dl. After this, the sensor failed. The patient was treated with intravenous fluids. The patient was discharged on the same day as the day of the event at 01:00 pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. After calibration, the reported glucose fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.